Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, the customer noted that there was a "bubble" on the pump screen, but declined to remove the screen protector to determine if there was a touch screen issue. Blood glucose was 193 mg/dl. During troubleshooting with tandem technical support the pump was reset to resolve the cgm error issue. The customer continued to use the pump for insulin therapy.